Manufacturer narrative:
System serial number and manufacture date now provided.

Manufacturer narrative:
System serial number not available. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Device manufacturing date is dependent on serial number, therefore, unavailable. Method: ni used as the proper evaluation performed cannot be identified, at this time, without the system serial number. No parts have been received by manufacturer for analysis.

Event description:
A site purchasing representative reported that, while in a prostate procedure, the laser induced thermal therapy system catheter was found to be charred. In trouble-shooting, a new catheter was brought in to replace the damaged device. The surgeon continued and completed the procedure with the use of the laser induced thermal therapy system. There was no impact on patient outcome.